Manufacturer narrative:
An event regarding loosening involving an unknown hip was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the patient had a left hip revision surgery. Removal of femoral head and acetabular components due to cup loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not available.

Event description:
It was reported that the patient had a left hip revision surgery. Removal of femoral head and acetabular components due to cup loosening.